Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a protruded drive support cap. The patient's blood glucose at the time of incident is unknown; however, the caller confirmed that the blood glucose was stable. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with end cap broken off and missing also, had cracked reservoir tube lip.